Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured during re-inflation within the vessel and pulling it back. Hemostasis was achieved using a 6f exoseal vascular closure device. There was no reported patient injury. There was no problem with balloon expansion during preparation. Rupture occurred during re-inflation inside the vessel. No stenosis or calcification was noted. No damage to the device or packaging was observed prior to opening. The device was stored and prepared according to the instructions for use. The procedure was interventional using an antegrade approach. The deployer had prior experience noted as actual case number 6. A 6f sheath introducer was used. The femoral artery was verified as suitable, including appropriate insertion angle, with vessel diameter confirmed to be at least 5 mm and no tortuosity or calcification present. The device was inserted into the vessel and the balloon inflated immediately after insertion. There was no prior percutaneous transluminal angioplasty, stent, or vascular graft in the target vessel. The device was discarded will not be returned for evaluation.